Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to implant an ipg and a lead. The physician experienced difficulty implanting the lead due to a lot of scarring. The lead was implanted and connected to the ipg and the procedure was completed without issue. Later in the day the patient experienced the inability to feel or move either lower extremity or foot. The patient returned to the operating room where the lead was explanted without difficulty and a new lead was implanted therapy was tested and patient received effective stimulation; however therapy was turned off and will be initiated once the physician deems it is appropriate. The patient was still unable to move both lower extremities in the recovery room. The physician stated that he feels as if the canal was too small for the lead and the patient experienced cord compression and shock. Follow up information identified the patient is in a rehabilitation center and remains unable to move her bilateral lower extremities. The patient is however able to feel the sensation of the scs system when it is turned up.

Event description:
Follow up information identified the patient remains in a rehabilitation center. The patient continues to have no movement and only a slight sensation to heat and cold. The patient will be transferred to a nursing center to continue physical therapy..

Event description:
Follow up information identified the patient returned home approximately 1.5 weeks ago and is receiving physical therapy services in the home. The patient reported that she continues to have no feeling or movement from the waist down and the physician told her this may be permanent as she has not made any improvement to date.